Event description:
The customer reported that the side-firing fiber had significantly reduced vaporization efficiency and was noticed to have commenced forward firing at 100,000 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported that there was no harm to the pt as a result of this event.